Event description:
Baxter global pharmacovigilance (gpv) notified baxter corporate product surveillance that a nurse (rn) reported a patient was hospitalized for abdominal pain. Once hospitalized, the patient catheter was noted to be enmeshed in the ovaries. The patient was recovering. Additional information received from gpv: on (B)(6) 2009, the patient began therapy with dianeal pd4 ambuflex intraperitoneal (ip) for peritoneal dialysis (pd) therapy. On an unreported date, the pd catheter had wrapped around the patient's fallopian tube. From (B)(6) 2012 until (B)(6) 2012, the patient was hospitalized to undergo hernia repair and fallopian tube wrap repair. Onset date of the patient's hernia was not provided. It is unknown if the hernia was a pre-existing condition. At the time of this report, the patient has recovered from the event of catheter enmeshed in fallopian tube and hernia. The nurse reported she did not know if the patient's hernia was exacerbated by pd therapy or the dianeal solution. At the time of this report, pd therapy was ongoing, the patient complaint of drain pain was ongoing with every pd treatment. The nurse indicated the initial drain pain with therapy to be unrelated to dianeal, but related to the new homechoice software.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported issue could not be confirmed. The assignable cause was undetermined.